Manufacturer narrative:
This report is submitted on november 19, 2020.

Event description:
Per the clinic, the patient experienced a wound breakdown and extrusion of the electrode array subsequent to sustaining trauma to the implant site. The patient underwent a surgical procedure on (B)(6) 2020, in order to clean the wound area. The implanted device remains.